Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise and far r-wave oversensing on the patient's right atrial lead. The device was reprogrammed in order to address the lead issues. The patient was in stable condition.